Manufacturer narrative:
Device discarded by customer. The impella cp optical pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) year old female patient had impella cp optical pump inserted in the right femoral. The decision was made to remove the pump, while in the operating room (or) a transesophageal echocardiography (tee) was done to evaluate the left ventricle (lv) prior to explant and they noticed severe mitral regurgitation (mr) and papillary rupture. The surgeon opened the patient¿s chest, a3 leaflet was repaired and papillary was repaired. The patient was on veno arterial venous (vav) extracorporeal membrane oxygenation (ECMO) for three (3) days.